Event description:
It was reported that after the iab was connected to the pump, kinked catheter alarms were experienced. Manual inflation of the balloon was attempted, without success. The iab was removed and replaced without any complications.